Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a lead integrity alert (lia), the lead threshold was high and re-programming was performed. Approximately five months later an alert triggered and the "lead threshold was found to not be significantly different from the re-programmed value."the lead alert feature was turned off and the patient was placed under observation. Due to the advisory it was determined to remove the lead at which time it was noted there was an incomplete fracture. The lead was replaced and no patient complications have been reported as a result of this event.